Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was isolated to defective c1, d1, l1, and l2 capacitors on the monitor was repaired and refurbished. There was no adverse event that resulted from the damaged monitor.